Event description:
It was reported that the patient received high voltage therapy during a surgical procedure, despite use of a magnet. Electromagnetic interference was observed on session records. It is suspected that the magnet was moved during the procedure causing the high voltage therapy. The condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.